Event description:
According to the reporter: balloon popped when pumped three times inside the patient. The end of the balloon came free and was left inside the patient, the surgeon removed the piece of plastic that fell into the patient cavity.

Manufacturer narrative:
(B)(4).